Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt), caval thrombosis, occlusion within the filter, fracture of filter struts, and embedment of filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, dvt (deep vein thrombosis) and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt), caval thrombosis, occlusion within the filter, fracture of filter struts, and embedment of filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Per the patient profile form (ppf), the patient reports that the filter is fractured, embedded in the wall of the ivc, blood clots, clotting and/or occlusion of the ivc, clot in filter, deep vein thrombosis, and caval thrombosis. The filter was successfully removed percutaneously approximately 12 years later. The patient reports leg swelling, wounds that wouldn't heal, wound care with had at least two skin grafts, as well as routine once a week debridement of those wounds at multiple episodes. The patient further reports ¿the wounds are so painful I am not able to walk for days at a time¿. The patient reports psychological injuries or mental anguish. Per the medical records, the patient was admitted to the hospital at filter placement with diagnoses of deep vein thrombosis (dvt) including partial thrombosis of the left common femoral vein, chronic venous stasis, peripheral edema and venous stasis ulcer. Medical history includes recurrent dvt since the age of (B)(6), approximately 20 events from age (B)(6), and pe (pulmonary emboli), left leg vein stripping, and skin grafts for treatment of non-healing ulcers. The patient is partially compliant to a coumadin regimen. Dvt was confirmed in the left leg. The filter was without report of complications and coumadin therapy was continued at discharge. Per the implant record, contrast injection revealed the left common iliac vein to be patent with no evidence of left sided vena cava. Vena cava was patent. Measures less than 3 cm in diameter with valsalva maneuver. The renal veins were identified. A cordis optease inferior vena cava filter was then placed below the renal vein level. Please note this filter can be removed within 30 days. Catheter was removed, and stasis of the puncture site obtained.

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient was admitted to the hospital at filter placement with diagnoses of deep vein thrombosis (dvt) including partial thrombosis of the left common femoral vein, chronic venous stasis, peripheral edema and venous stasis ulcer. Medical history includes recurrent dvt since the age of (B)(6), approximately 20 events from age (B)(6), and pe (pulmonary emboli), left leg vein stripping, and skin grafts for treatment of non-healing ulcers. The patient is partially compliant to a coumadin regimen. Dvt was confirmed in the left leg. The filter was without report of complications and coumadin therapy was continued at discharge. Per the implant record, contrast injection revealed the left common iliac vein to be patent with no evidence of left sided vena cava. Vena cava was patent. Measures less than 3 cm in diameter with valsalva maneuver. The renal veins were identified. A cordis optease inferior vena cava filter was then placed below the renal vein level. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt), caval thrombosis, occlusion within the filter, fracture of filter struts, and embedment of filter struts. Per the patient profile form (ppf), the patient reports that the filter is fractured, embedded in the wall of the ivc, blood clots, clotting and/or occlusion of the ivc, clot in filter, deep vein thrombosis, and caval thrombosis. The filter was successfully removed percutaneously approximately 12 years later. The patient reports leg swelling, wounds that wouldn't heal, wound care with had at least two skin grafts, as well as routine once a week debridement of those wounds at multiple episodes. The patient further reports ¿the wounds are so painful I am not able to walk for days at a time¿. The patient reports psychological injuries or mental anguish. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of inner surfaces of vessels or grafts by endothelial cells. This is normal process whereby body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within filter and vasculature do not represent a device malfunction. Anxiety and delayed wound healing do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced event include patient, pharmacological and lesion characteristics. Without procedural films or images for review reported event(s) could not be confirmed. Given limited information available for review at this time, there is nothing to suggest that reported events are related to design and manufacturing process of device; therefore, no corrective action will be taken. Should additional information become available, file will be updated accordingly.